Event description:
Boston scientific crm received information that this patient with this chronic pacemaker was syncopal. A health care professional (hcp) contacted our company requesting a device interrogation. The origin of the syncope has not been determined at this time. Our records show this device was implanted seventeen years ago.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.